Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing a new ruby coil for a coil embolization procedure, the technologist inadvertently dropped the coil on the ground and contaminated it. The ruby coil was dropped prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new ruby coil.